Event description:
Pt underwent cysto ureteroscopy with stent insertion. Surgeon attempted to use the laser fiber with little result. Power was increased without change. Fiber was disconnected and reconnected. No change noted. A new laser fiber was then connected and the procedure proceeded without complications; bard.